Event description:
Information was received indicating that while using a smiths medical cadd ms3 pump for like-sustaining infusion, programming was lost on the pump. The patient switched to a backup pump to proceed infusion. No patient consequences were reported, and no adverse effects were reported.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was not verified. During investigation the pump was inspected, and functional testing performed, the pump passed all tests. Further investigation of the pump determined that the device functioned properly. Therefore, no problem found regarding the reported issue. However, investigators recommend the pump software re-install as preventive measure. The problem source of the reported problem is unknown.